Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was one hundred percent paced until a magnetic resonance imaging (MRI) was done and now there are no pacing spikes. The clinician was concerned if the cardiac resynchronization therapy defibrillator (crt-d) was functioning appropriately. The device is still in use. No patient complications have been reported as a result of this event.